Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the pain experienced pain at the ipg site. The patient plans to undergo surgical intervention for this issue and due to ineffective stimulation (mfg reference report: 1627487-2019-03911).

Event description:
Follow up information received that the patient had the system explanted. (Mfg reference report: 1627487-2019-03911). The pain reported at the ipg site is resolved.